Event description:
It was reported that after a site change the user was not receiving insulin delivery; the user replaced the infusion site twice and insulin delivery then resumed, and the event was characterized as hyperglycemia with cause unclear. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings available, the medical device problem and affected component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.